Event description:
The customer reported that the system would not boot up completely. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system, intelligent shut down board and the hard drive were replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.